Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. It was suspected that there was a corrupted data on the cf card. A repair has been made by replacing the cf card.

Event description:
It was reported that the machine experienced a bluescreen display. There was no known patient involvement.